Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging and communicating with the remote control following a non-device related procedure. The patient underwent an ipg replacement procedure and was doing well post operatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging and communicating with the remote control following a non-device related procedure. The patient underwent an ipg replacement procedure and was doing well post operatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
The implantable pulse generator (ipg) was returned for analysis. Several attempts, the ipg would not charge, and communication was not possible with a known good remote control and clinical programmer. An internal electrical measurement showed that the output of the hall effect switch (u7) was stuck in a low state and did not change its output state when a magnet was applied. This prevented the device from going through its normal bootup process, putting it into a fail-safe mode in its boot loader state, as intended per the design. A unit under this condition would be unable to stimulate or communicate, and its charging capability would be limited, such that it would not meet the minimum charge current required to charge its battery to the full battery voltage in the given time, as specified by the design. The failure mode has been investigated on (B)(4). With all the available information, boston scientific concludes the reported event was confirmed. The root cause of the failure could not be determined, and there is currently no established workaround. Resetting the device erases all failure mode data, making it impossible to duplicate the issue. Therefore, the probable cause selected is cause not established.